Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced abdominal discomfort ("ugly belly"), abdominal distension ("bloat"), somnolence ("I dont wake up feeling I have been hit by a bus everyday"), feeling abnormal ("brain fog"), scratch ("scratch"), blepharospasm ("twitchy eye") and hypoaesthesia ("numbness in my hands or feet") and was found to have weight decreased ("down 5 pounds"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, abdominal discomfort, weight decreased, somnolence, blepharospasm and hypoaesthesia outcome was unknown, the abdominal distension and scratch had resolved and the feeling abnormal was resolving. The reporter considered abdominal discomfort, abdominal distension, blepharospasm, feeling abnormal, hypoaesthesia, medical device removal, scratch, somnolence and weight decreased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media :abdominal discomfort, abdominal distension, blepharospasm, feeling abnormal, hypoaesthesia, medical device removal, scratch, somnolence and weight increased. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: upon internal review, it was confirmed that the case (B)(4) are duplicates of each other. The case (B)(4) was marked for deletion. Nullification reason:- duplicate case is identified with f/u information. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced abdominal discomfort ("ugly belly"), abdominal distension ("bloat"), somnolence ("I dont wake up feeling I have been hit by a bus everyday"), feeling abnormal ("brain fog"), scratch ("scratch"), blepharospasm ("twitchy eye") and hypoaesthesia ("numbness in my hands or feet") and was found to have weight decreased ("down 5 pounds"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, abdominal discomfort, weight decreased, somnolence, blepharospasm and hypoaesthesia outcome was unknown, the abdominal distension and scratch had resolved and the feeling abnormal was resolving. The reporter considered abdominal discomfort, abdominal distension, blepharospasm, feeling abnormal, hypoaesthesia, medical device removal, scratch, somnolence and weight decreased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media :abdominal discomfort, abdominal distension, blepharospasm, feeling abnormal, hypoaesthesia, medical device removal, scratch, somnolence and weight increased. Amendment: the report was amended for the following reason: upon coding review the event down 5 pounds was recoded to weight decreased. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced abdominal discomfort ("ugly belly"), abdominal distension ("bloat"), somnolence ("I dont wake up feeling I have been hit by a bus everyday"), feeling abnormal ("brain fog"), scratch ("scratch"), blepharospasm ("twitchy eye") and hypoaesthesia ("numbness in my hands or feet") and was found to have weight increased ("down 5 pounds"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, abdominal discomfort, weight increased, somnolence, blepharospasm and hypoaesthesia outcome was unknown, the abdominal distension and scratch had resolved and the feeling abnormal was resolving. The reporter considered abdominal discomfort, abdominal distension, blepharospasm, feeling abnormal, hypoaesthesia, medical device removal, scratch, somnolence and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media :abdominal discomfort, abdominal distension, blepharospasm, feeling abnormal, hypoaesthesia, medical device removal, scratch, somnolence and weight increased. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.